Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) (B)(4) alleging the patient's onetouch ultramini meter was not powering on. The complaint was classified based on the customer service representative (cca) documentation. The patient claimed the alleged issue began at approximately 5am on the same day she contacted lfs for assistance. The patient reportedly manages her diabetes with an unknown type/dose of insulin and denied taking any action regarding her usual diabetes management routine in response to the alleged issue. Approximately 4 hours later, she claimed she developed symptoms of "shaking" and self-treated with orange juice at approximately 1:30pm (30 minutes after her symptoms developed). At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time. Based on the meter's specifications, the battery did not yet need to be replaced. The patient was using the correct test strips but the alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Manufacturer narrative:
Follow-up (7/11/2012)-device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the test strip has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.